Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number qampcj, and no non-conformances related to the reported complaint condition were identified. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code sxpp1a406 was received for evaluation, the swage and attachment area was noted to be as expected. The needle was noted with marks that appear to be by use of the surgical instrument. The suture was examined along and some barbs present damage and body fluids. The fixation tab was broken at two sides and marks that appear to be by use of a surgical instrument could be observed. The condition of the sample received indicates improper handling of the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A picture was received for evaluation. Upon visual inspection of the picture, and opened foil packet, a winding former with a needle/suture combination and the fixation tab could not be observed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a barbed suture was used. During the procedure, it was noted that the fixation feature had been missing in the newly dispensed suture when it was opened. Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the fixation tab was broken at two sides and marks that appear to be by use of a surgical instrument could be observed. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent the FDA: 3/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.